Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in b.5, b.6 and e.3. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run file summary was reviewed. No product verification and labelling messages were displayed. The platelet product was labelled as leukoreduced. Root cause: based on the available information, a definitive root cause could not be determined. It is possible that the reported issue may be donor related.

Event description:
Corrected donor unit #: (B)(6).